Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was experiencing increased pain. A dye study was attempted but the radiologist was unable to aspirate the catheter. The patient was going to be referred for a revision. The issue was not considered resolved. The patient's weight was asked but unknown. The patient's status at the time of the report was alive - no injury. There were no environmental, external or patient factors which may have led or contributed to the issue. No further complications were reported.